Event description:
It was reported that a patient presented to the emergency room reporting a syncopial episode. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise, leading to inappropriate mode switch. No intervention was reported and the patient will continue to be monitored. The patient was stable and was discharged.